Manufacturer narrative:
Section d4, h4: additional information. Manufacturer's investigation conclusion: the report of suspected thrombus could not be confirmed. Additionally, a correlation between the heartmate ii lvas, (B)(6), and the reported elevation in ldh could not be conclusively determined through this evaluation. It was reported that the patient underwent a pump exchange from hmii to hm3 for a suspected thrombus related to ldh greater than 1000 despite treatment with a heparin drip. No further issues have been reported. Multiple requests for additional information, including product return status, were sent to the customer; however, no response has been received at this time. Device thrombosis and hemolysis are listed as adverse events that may be associated with the use of heartmate ii left ventricular assist system and information regarding how to monitor and respond to such events can be found in the heartmate ii IFU. The IFU also provides information regarding anticoagulation, including the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a hm ii to hm 3 pump exchange on (B)(6) 2019 due to suspected thrombus related to lactate dehydrogenase(ldh) greater than 1000 u/l despite treatment with heparin drip. No further information was provided.